Event description:
On april 11, 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 10pm on (B)(6) after the meter was submerged in water. The reporter manages their diabetes with an insulin pump. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that a four hour later they developed a symptom of shaking. The patient denied receiving any treatment for this symptom. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.